Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2014, his blood pressure "was soaring and at the same time (his) sugar was out of whack and (he) was sweating and felt weak". Customer attempted to test on his adc blood glucose meter and was unsuccessful due to an ER-3 message appearing on the meter display. Customer further reported he was hospitalized in the intensive care unit (ICU) for 2 days due to "getting a high reading". No further information as provided by the customer as he declined to continue troubleshooting. Information regarding diagnosis and treatment received was not reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.